Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was part of a system revision due to infection and erosion. It was reported that the patient had an eroded lead and the pocket was exposed. Moreover, the system was revised by removing all scar tissue, the infected skin and the patient was given intravenous antibiotics. There were no additional adverse patient effects reported. The rv lead remains in service.

Manufacturer narrative:
.

Event description:
Additional information indicates that the rv lead was explanted due to infection. No additional adverse patient effects were reported.